Event description:
The following was published in acta cardiologica, "real world data on non-complex catheter ablations performed on zero fluoroscopy in a secondary centre in the south of belgium" by antonio sorgente et al: sep 2021. A study was conducted with an aim to confirm the feasibility and safety of the zero fluoroscopy approach in the treatment of supraventricular tachycardias (svt) and premature ventricular contractions (pvcs) originating in the right ventricle in a secondary centre located in the south of belgium. Included in the retrospective analysis were patients with a clinical history and/or electrocardiographic documentation of svt or frequent symptomatic monomorphic pvcs referred to the centre from november 2019 to march 2020 for catheter ablation. In the procedure, three femoral venous accesses were routinely taken in order to accommodate a steerable decapolar diagnostic catheter used for the cannulation of the coronary sinus, a quadripolar non steerable catheter used for mapping of the his region and for recording/pacing of the basal right ventricle or a duodecapolar deflectable catheter, and an ablation catheter. A simplified map of the right atrium, of the right ventricle and of the left atrium (the last only in case of presence of a pfo and in case of localization of the arrhythmic substrate in the left chambers) was obtained through the ablation catheter with the only 3d-electroanatomical system available, which was ensite velocity navx. There were three minor complications overall: one patient developed first degree av block after the ablation of the slow pathway for a typical avnrt, one patient developed ii degree av block mobitz ii 3 days after the ablation of a slow pathway for a typical avnrt which recovered completely after administration of corticosteroids for 1 week. One patient with surgically corrected atrial septal defect necessitated of a dual chamber pacemaker after the ablation of a cavo-tricuspid dependent atrial flutter because of a concomitant presence of a sick sinus syndrome. The two patients who experienced minor troubles of the atrioventricular conduction did not require pacemaker implantation. (Https://doi.org/10.1080/00015385.2020.1817647).

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Review of the device history records was not possible as the lot numbers are unknown. Based on the information received, the cause of the heart blocks could not be conclusively determined.